Event description:
A customer contacted beckman coulter inc. (Bec) stating that autogloss was leaking from the cap piercer in the unicel dxc 800 pro synchron chemistry analyzer. No injury or operator exposure was reported in this event. No erroneous results were reported as a result of this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse bleached the vacuum line and cleaned the cap piercer shuttle assembly. (B)(4).